Manufacturer narrative:
During inspection and testing, a section of the coating one square millimeter or larger in size on the connecting tube was peeling due to deterioration. The reported issue (scratches) was confirmed during testing. There were scratches on the connecting tube due to physical stress and the bending section cover was cut. In addition, the device leaked due to pinching on the bending section cover and deformation of the electrical connector, the objective lens and distal end were scratched due to impact such as drops/hits, the grip and scope cover were scratched due to deformation or breakage caused by physical stress, and angulation in the up and down directions did not meet standard value due to elongation of the angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, scratches were found on the bending section cover and connecting tube. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a section of the coating on the connecting tube was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration of the connecting tube coating is physical stress, chemical stress, or storage environment. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. "Reprocessing" manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.